Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 row b was not detected on bus. A field service engineer found controller board lights were on, then reseated all the cables the issue was resolved, performed hardware test application, customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one row of cubies continuously popped up as not detected. The customer tried to recover and restarted the pyxis three times, but the issue could not be resolved. The back of the pyxis was open, and the drawer was lighting up. The light on the left side was also illuminated. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.